Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist confirmed that he did not have any information about neither the case, the surgical procedure, nor about the product.

Event description:
(B)(4) - the dentist reported the non-osseointegration of the dental implant. In telephone contact, the surgeon reported that he made the complaint after accumulating implants lost during his professional life and, there...